Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a290 (serial:(B)(6)); product type: 0200-lead; implant date 2025 (B)(6) explant date brand name vectris surescan; product ID 977a290 (serial: (B)(6)); product type: 0200-lead; implant date 2025 (B)(6); explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a pain stimulation implantable pulse generator (ipg), the patient was not provided with instructions on device operation, maintenance, or contact information for assistance post-implant. No follow-up or guidance was given after surgery, and the patient was sent home without support or orientation for use of external devices. The communicator device failed to turn on despite charging, and when the patient contacted a representative, the representative was unfamiliar with the device and unable to provide troubleshooting guidance. The device did not perform as expected compared to the trial period, with pain relief lasting only one to two weeks post-implant. The patient experienced recurrence and worsening of pain, which became worse than prior to three previous surgeries, resulting in inability to sleep and significant impact on daily living and quality of life. An x-ray was performed, revealing that the electrode or wire had migrated about an inch, though the healthcare provider was uncertain if this migration was causing the pain and device malfunction. Programming issues with the device were also reported. The patient expressed disappointment and frustration with the lack of support and resolution.